Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited episodes of noise. The rv lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5158864.